Event description:
Revision surgery - due to the patient having an unstable loose knee. The surgeon contacted the representative, that he had a patient that had an unstable loose knee and that an encore 3d knee was placed sometime in 2004. He requested that all available poly insert size be available as well as instruments that might need to be used to remove a loose component. Pre-operatively the surgeon noted that the patient had some loose movement in the varus/valgus plane and slight draw of the tibia at 90 degrees flexion. The patient was opened in the normal fashion and the current 9 millimeter poly was removed. The surgeon noted that were was a delaminated section and material loss. The surgeon removed inflamed tissue. He noted that the knee was not infected. He assessed the fixation of the current femur and tibia and found to be good. He then trialed an 11 millimeter 3d poly and said that was the ticket. The surgeon requested 391-11-710 to be opened. He placed the new poly insert, secured the screw into the tibia tray and closed.

Manufacturer narrative:
Corrected data: after further quality assurance review, the concomitant parts were removed. Manufacturer narrative: the reason for this revision surgery was due to an unstable loose knee. The previous surgery and the revision detailed in this investigation occurred 13.7 years apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR), shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to an unstable loose knee. There were no findings during this investigation that indicate that the reported device was defective. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.